Event description:
It was reported that there were complaints to biomed from multiple clinical services at the san francisco va medical center regarding false air-in-line alarms that repeatedly occurred while using the infusion pump. The customer alleged these alarms resulted from a malfunctioning air-in-line sensor, which the customer replaced in the pump, and returned the defective assembly to bd for investigation. No further information was provided.

Manufacturer narrative:
The customer¿s stated issue of false air in line alarms on 34 returned ail assemblies was not confirmed through testing during the investigation. Functional testing consisting of false air-in-line alarm testing was performed on all 34 ail assemblies. During testing, 32 of the ail¿s passed an infusion test. The remaining two ail¿s were found to have op1 broken. Op1 was replaced on the two ail assemblies and were also found to be operating in specification. The root cause of the customer¿s complaint of false air-in-line alarm was not identified in this investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were complaints to biomed from multiple clinical services at the (B)(6) va medical center regarding false air-in-line alarms that repeatedly occurred while using the infusion pump. The customer alleged these alarms resulted from a malfunctioning air-in-line sensor, which the customer replaced in the pump, and returned the defective assembly to bd for investigation. No further information was provided.